Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a novel system implant procedure. Upon placement, it was found that the novel atrial lead was exhibiting noise and high, out of range pacing impedance. It was suspected that the lead may have been fractured. The physician completed the procedure using an alternate lead on (B)(6) 2021. The patient was stable.